Manufacturer narrative:
One 72202468 fast-fix 360 curved needle delivery system device used for treatment, was returned for evaluation. The complaint stated: ¿after the two t's were implanted, the suture was broken when tighten it to knot.¿ t1, t2 were not returned. Two segments of suture were returned separated from the device. These segments had blunt cut ends. They visually appeared to be from two separate textile batches. The depth limiter was attached and had been retracted. It was creased, flared and out of round. The symptom aligns with difficulty reaching intended anchoring location, probing and twisting. The delivery needle was in good condition. The device cycled and actuated as expected. It is unknown whether an extra length of suture was used from another origin. Please note: inadvertent twisting or over flexing of the needle track can affect deployment and may encourage unintended release or retaining of anchors. Use of the knot pusher is an option to assist cinching. Per instructions for use: ¿note: if too much resistance is encountered advancing the knot, use the smith &amp; nephew knot pusher/suture cutter (sold separately).¿ please note: inadvertent twisting or over flexing of the needle track can affect deployment and may encourage unintended release or retaining of anchors. No root cause related to the manufacture of the device was confirmed. Product met specifications upon release to distribution.

Manufacturer narrative:
One 72202468 fast-fix 360 curved needle delivery system device used for treatment, was returned for evaluation. The complaint stated: ¿t1 and t2 were deployed at the same time. ¿after the two t's were implanted, the suture was broken when tighten it to knot.¿ t1, t2 were not returned. Two segments of suture were returned separated from the device. These segments had blunt cut ends. They visually appeared to be from two separate textile batches. The depth limiter was attached and had been retracted. It was creased, flared and out of round. The symptom aligns with difficulty reaching intended anchoring location, probing and twisting. The delivery needle was in good condition. The device cycled and actuated as expected. It is unknown whether an extra length of suture was used from another origin. Please note: inadvertent twisting or over flexing of the needle track can affect deployment and may encourage unintended release or retaining of anchors. Use of the knot pusher is an option to assist cinching. Per instructions for use: ¿note: if too much resistance is encountered advancing the knot, use the smith &amp; nephew knot pusher/suture cutter (sold separately).¿ please note: inadvertent twisting or over flexing of the needle track can affect deployment and may encourage unintended release or retaining of anchors. No root cause related to the manufacture of the device was confirmed. Product met specifications upon release to distribution.

Event description:
It was reported that during a meniscal repair surgery, after the two t's were implanted, the suture was broken when tighten it to knot. The suture was removed from the patient. Backup device was available to complete the procedure. No significant delay was reported and no patient injuries were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.